Event description:
The customer reported falsely elevated sodium generated from an alinity c processing module an provided the following data: customer sodium range is 136 -145 mmol/l. Sample 1 initial run was 182 rerun was 142 mmol/l. It was reported that calibration and qc was good when the results were generated and that the elevated results were held in the middleware. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium generated from an alinity c processing module an provided the following data: customer sodium range is 136 -145 mmol/l. Sample 1 initial run was 182 rerun was 142 mmol/l. It was reported that calibration and qc was good when the results were generated and that the elevated results were held in the middleware. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The alinity c processing module, serial number (B)(6) was evaluated, and it was determined that an ict aspiration pump required replacement. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the ict aspiration pump or the alinity c system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the ict aspiration pump as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.